Event description:
It was reported that an ilet user experienced hyperglycemia with a sensor glucose of 293 mg/dl that began rising prior to breakfast despite a usual meal announcement; the user noted a temporary pump-body disconnect, performed a ¿fill tubing only¿ with observed drops, replaced the infusion set twice with no visible site abnormalities, and filled the cannula, and a manual fingerstick measured 271 mg/dl while wearing a dexcom g7. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no emergency treatment, and no reported injury. Investigation included customer troubleshooting and education advising against additional meal announcements to avoid disrupting the algorithm. Investigation of this case revealed no device alarms and no observable infusion set or site defect, and the event remained cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.